Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: patient has a history of pulmonary embolism and dvt. The filter was implanted due to pulmonary embolism prophylaxis for gastric surgery. The filter was placed in the l2-l3 interspace with the hook in the inferior position. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 28 days post implantation. The patient reports filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. Approximately 28 days post implantation, patient had an attempted but unsuccessful percutaneous removal procedure. Approximately 4 months post implantation, the filter was removed percutaneously. The patient also reports suffering from anxiety.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter as pulmonary embolism (pe) prophylaxis for pending gastric surgery since the patient has a history of pe and deep vein thrombosis (dvt). During implantation of the filter via right common femoral vein, the optease filter was positioned at the l2-l3 interspace with the hook in the inferior position. It had good apposition of the vena cava wall. No migration. Completion vena cavagraphy demonstrated satisfactory position. The patient was taken to the holding area in satisfactory condition. Approximately on or about twenty-eight days post implantation was brought to the catheterization laboratory for potential removal of the filter. However, during the attempted removal, the imaging demonstrated not only the slight tilt of the vena cava filter but evidence of thrombus that appears to be a small amount, non-flow limiting perhaps within the filter but also at the distal end leading off the filter. Because of the presence of the thrombus in this area and the tilt of the filter, it was decided that removal would not be appropriate and that likely re-anticoagulation for a period would be appropriate prior to attempt at retrieval of the filter. According to the information received in the patient profile from (ppf), approximately on or about twenty-eight days post implantation of the ivc filter the patient became aware of the alleged events and reports to have tilted filter, filter embedded in wall of the ivc, unable to be retrieved, blood clots, clotting, and/or occlusion of the ivc. The patient states to have undergone an attempted but unsuccessful percutaneous removal procedure. The patient reports to have presented themselves for possible retrieval of their filter, however, the report noted a tilt in the filter as well as the presence of blood clotting. Due to those issues, removal was not advised at that time. In a later CT scan at an unknown date, the filter hook was found embedded in the wall of the ivc. Approximately four months and nineteen days post implantation, the patient states to have had the filter removed. The patient reports that these injuries have caused emotional distress, mental anguish, anxiety, and stress. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for placement was pulmonary embolism (pe) prophylaxis for pending gastric surgery. Medical history includes pe and deep vein thrombosis (dvt). The optease filter was positioned at the l2-l3 interspace with the hook in the inferior position. It had good apposition of the vena cava wall. Completion venocavagram demonstrated satisfactory position. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. Approximately twenty-eight days post implantation, imaging demonstrated the slight tilt of the filter and evidence of thrombus in the ivc. The filter was left in place and re-anticoagulation was discussed. Per the patient profile from (ppf), the patient reports the tilted filter, filter embedded in wall of the ivc, unable to be retrieved, blood clots, clotting, and/or occlusion of the ivc, an unsuccessful percutaneous removal procedure. In a later CT scan at an unknown date, the filter hook was found embedded in the wall of the ivc. Approximately four months and nineteen days post implantation, the patient states to have had the filter successfully removed. The patient reports emotional distress, mental anguish, anxiety, and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.